Event description:
On (B)(6) 2011, pt was shocked at least eight times by fidelis lead/medtronic defibrillator. He was knocked to the ground by the shock and after transport to two hospitals (one could not treat cardiac pts) instrument was discovered to have fractured, so it was replaced but the fall caused break in head of femur. Pt again transferred to rehab facility. Company has been contacted but has offered very little in financial help with this huge bill. What can we do as they state, they are no longer accepting claims. Pt had kept all appointments suggested after implantation of said device. He may now have permanent damage/pain to the affected limb. Dates of use: (B)(6) 2006 - (B)(6) 2011.